Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was in the 600mg/dl range. The customer stated that their insulin pump was suspend for 1 day prior to the time of hospitalization. Customer was treated with insulin drip. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.